Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , identified an internal driveline issue that could have contributed to the reported red heart alarms while connected to the power module, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file captured a pump stop and several low speed hazard events on day 338, hour 0, minute 51 per the timestamp while the white power cable of the system controller was connected to a power module. Elevations in pump power up to 14.2 w were observed during these events, and a decrease in estimated flow below the low flow threshold of 2.5 lpm was observed due to these events, resulting in low flow hazards. It was later reported that the hospital decided to exchange the patient¿s pump to another manufacturer¿s device due to the patient¿s body size. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 6", 8.5", and 23". Internal metal braided shield breakdown was observed approximately 1¿ and 6¿ through 8.5¿ from the pump housing. Minor external metal braided shield breakdown was noted along the length of the distal segment of the driveline. Visual inspection of the underlying wires of the driveline revealed breaches in the insulation of the black and green wires approximately 6.5¿ from the pump housing, the brown and orange wires approximately 7.5¿ from the pump housing, and the black wire approximately 8.5¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black, brown, orange, or green wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stop and low speed events observed in the submitted log file. In addition, if the exposed inner conductors of wires from any two different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to pump stops on any power source. There was also an incidental finding of an outflow graft twist under the bend relief adjacent to the graft attachment, which may have been present during support and may result in serious injury. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas operating manual and heartmate ii lvas patient handbook were available at the date of implant. Both of these documents outline all epc controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020 due to suspected short-to-shield of the driveline. The hospital decided to exchange the patient¿s pump to another manufacturer¿s device due to the patient¿s body size. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low speed operations and a pump off. Based on previous complaint history, these events appear consistent with a potential driveline issue. It was reported that the patient heard an intermittent tone at home. It was noted that a red heart alarm occurred when a medical engineer connected the patient to a power module to check history in a system monitor. Low speed operation and pump off were recorded in the history. The submitted log file captured a pump stop and several low speed hazard events on day 338, hour 0, minute 51 per the timestamp while the white power cable of the system controller was connected to a power module. Elevations in pump power up to 14.2 w were observed during these events, and a decrease in estimated flow below the low flow threshold of 2.5 lpm was observed due to these events, resulting in low flow hazard events. It was later reported that a driveline short-to-shield was highly suspected and the patient remained on battery power. The patient was assessed for recovery of the native heart, and it was found that the native heart was not well enough for explant. The hospital decided to exchange the patient¿s pump to another manufacturer¿s device due to the patient¿s body size. Multiple requests for the product return status have been issued to the customer; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas operating manual and heartmate ii lvas patient handbook were available at the date of implant. Both of these documents outline all epc controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Foreign report source: event took place at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a red heart alarm when a medical engineer connected to power module to check history in system monitor. Low speed and pump off were recorded in the history. Log file analysis showed pump stop event. The short-to-shield of the driveline was highly suspected. The patient was assessed for the recovery of the native heart to decide to go for the pump exchange or explant, and it was determined patient's heart was not well enough for explant. Pump exchange was scheduled for (B)(6) 2020.